Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported need back up battery and external battery. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the battery charger board, upgrader board, back up battery and external battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. .

Event description:
The customer reported "need back up battery and external battery." The customer reported no patient involvement.